Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated despite attempts with multiple guidant programmers. Guidant received additional information that this patient was admitted and was presented to the ep lab for an invasive assessment of the device/lead system. The pocket was opened and visual inspection of the device did not identify any abnormalities on the header or titanium casing. Lead diagnostic assessment was normal. A r-wave synchronous 21 joule shock was delivered and normal shock impedance was recorded. The device was replaced and dft testing was undertaken. Delivery of 11 and 17joules were successfully delivered. Shock impedance measurements were 62 and 61 ohms respectively.